Event description:
Ous MDR - it was reported that approx. 110 months after implantation an increasing ventricular impedance has been measured together with an increasing ventricular output. At the moment biotronik has no further information regarding revision procedure. An event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise on the rv and on the ff channel as reported in the complaint text. Furthermore the sensing trend curve for the ventricular channel, recorded from (B)(4) 2017 and (B)(4) 2018, showed a varying progression between 5 mv and 13 mv. Ias of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a stable pacing impedance around 500 ohms between (B)(4) 2017 and (B)(4) 2017 with a subsequent gradual increase to 1900 ohms in (B)(4) 2018. Furthermore the trend curve for the pacing threshold was varying between 0.5 v and 1.3 v between (B)(4) 2017 and (B)(4) 2018. The pacing threshold test performed on the (B)(6) 2018 revealed a value of 3.6 v @ 0.4 ms as reported in the complaint text. Based on the available data, calcification on the lead tip should be taken into consideration. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.